Event description:
It was additionally reported that the patient had a left sided hemothorax and a transesophageal echocardiography (toe) demonstrated a collection around the right atrium and right ventricle and in both pleural cavities. There were clots around heart, with more around right atrium and pulmonary artery. Bleeding points were noted along the left lung, 2nd from the pulmonary artery graft from its toe end. There was also diffuse sternal bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient returned to the operating theatre for bleeding following implant. Bleeding point was identified and sutured. The bleeding was resolved in the operating room - left sided hemothorax and a collection around the right atrium and both pleurae. The patient returned to intensive care unit (ICU), with bleeding under control.